Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor storage.

Event description:
Customer complains of lo results (less than 20mg/dl). Customer states that feels well and requires no medical attention. The customer's expected blood result is 90-92mg/dl fasting. Verified the strips expire 8/31/2018. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2016. Reviewed meter memory: (B)(6). The customer is concerned with the 5 "lo" results provided in the meter's memory. The customer called in regards to getting an e3 on the meter. After troubleshooting the customer performed a blood test and the result was lo. Customer was advise the customer lo could mean the blood result is below 20mg/dl. The customer stated the blood result is not normal below 20mg/dl. The customer is not a diabetic. The customer has not had any changes in diet. The date and time on the meter is incorrect. Customer takes his blood test fasting in the mornings. Unable to perform a back to back blood test as the test strips have been stored incorrectly.